Manufacturer narrative:
The product was not returned for failure analysis/laboratory testing. It cannot be ruled out that the product may have possibly caused the event.

Event description:
This was a spontaneous report received from a consumer reporting on her husband. The consumer's husband applied one bengay moist heat therapy pad (no active ingredient) once in 2009 for back pain. Five hours after application, the product was too hot and burned him as the area "looked like cigarette burns" and was "black looking". As treatment, his health care professional prescribed a "burn cream stronger than silvadene" that was being picked up "today" at the pharmacy. As of 6 days later, the outcome of the events was not resolved. This case is serious (medically significant, required intervention).